Event description:
Caller reported aviva system blood glucose results of 566 mg/dl and 72 mg/dl within 10 minutes. He was shaky, felt woozy and was sweating more than usual. He drank orange juice and felt better. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.